Manufacturer narrative:
(B)(4). Other, lens would not center in eye. Evaluation: results - (other): visual inspection of the returned product showed there was a split and tears in the lens and a piece of the haptic was torn off and missing. There was a clear surgical residue on the lens. Conclusion (no conclusion can be draw): based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that as the surgeon inserted and removed a cc4204a collamer plate lens, the lens would not center in the eye and the capsule was torn. Additional information was requested, but not received. If any additional information is obtained, a supplemental medwatch will be submitted.